Event description:
It was reported that patient faced infusion set bent cannula event on 09-april-2026 and patient experienced high blood glucose level and treated with pump.

Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.